Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device experienced infection. The patient reported redness around incision. Furthermore, patient stated that the device heat up. Boston scientific technical services (ts) discussed that heating was possibly related to infection. The patient was given antibiotics prescription and was referred to the physician for further issues. Additional information indicated that the patient felt lightheadedness. The health care professional (hcp) planned to bring patient in for reprogramming to see if symptoms subside. Also, the incision showed that the wound was healing well without signs of infection. The device remains in service. No additional adverse patient effects were reported.